Event description:
The reporter indicated the surgeon inserted and removed an aa4204vl silicone single piece lens due to a capsule tear. The lens was removed with no pt injury, no enlarged incision. A vitrectomy was performed. A three piece lens was implanted and sutures were required to close the incision. The reporter indicated they felt the capsule tear was caused by the lens.

Manufacturer narrative:
(B)(4): no lens returned in unit box. No lens returned in unit box. Evaluation method: lens work order search. Results: a lens work order search was performed an no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: per medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Corneal suturing may cause induced astigmatism, however, it is dependent on the tightness of the suture. When a lens is removed, suture is placed, only to secure the wound which would not cause any corneal reshaping.